Event description:
It was reported that the patient occasionally experienced dizzy spells. The physician determined from interrogating the device that there was loss of right ventricular pacing output and p wave asystole. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).